Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on the lens in a microcentrifuge tube. Visual inspection found the lens haptic bent. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive surprise. The lens was exchanged for a different power, shorter length lens and the problem was resolved. A lens work order search was performed. No additional similar complaint type events within associated lots were found.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H3: device evaluation is required but has not yet been performed. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).